Event description:
The user facility reported via medwatch report ((B)(4)) that some of their revital-ox enzymatic sponges "have developed what appears to be mold on them." No report of injury.

Manufacturer narrative:
The revital-ox enzymatic sponge is not classified a medical device in the us market under section 201(h) of federal food drug & cosmetic (fd&c) act. The product has nonspecific claims and is used for precleaning devices. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. The reported "mold" may have been caused by inappropriate temperature storage conditions at the user facility. The revital-ox enzymatic sponge sds states, for handling and storage conditions: "keep only in original container closed when not in use. Store in a dry, cool and well-ventilated place. Keep the packing dry and well-sealed to prevent contamination and absorption of humidity. Avoid high temperatures." No additional issues have been reported.